Manufacturer narrative:
Continuation of d10: product ID 8780 lot # serial# (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jul-2021, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal sufentanil and bupivacaine via an implantable pump. It was reported that the patient was scheduled for a routine pump replacement due to patient's pump reaching elective replacement indicator (eri). The physician had taken the pump out of the pump pocket and noticed that a small piece of the pump segment was frayed. The patient experienced no symptoms. Unknown if any environmental/external/patient factors may have led or contributed to the issue the physician elected to replace the pump segment with a new pump segment. A new 8780 kit was used, only a new pump segment from the new 8780 kit was used. The issue resolved at the time of this report.